Manufacturer narrative:
The device was not received for evaluation; therefore, a device analysis could not be completed. The likely cause of the reported events was associated with use error, setting the initial drain alarm too low. The homechoice and homechoice pro apd systems patient at-home guide warns that ¿setting the I-drain alarm volume too low or off can result in an incomplete initial drain followed by a full fill. This can result in an increased intraperitoneal volume (iipv) situation.¿a review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an automated peritoneal dialysis patient experienced feeling too full and difficulty breathing during dwell one. The patient was connected to the homechoice device at the time of the events. Renal therapy services (rts) reviewed the program. The fill volume was 1800ml, last fill volume was 400 ml, initial drain alarm was 20ml. Rts assisted the patient to perform a manual drain. Drain was completed with 2107ml. It was reported draining relieved symptoms. Rts assisted with ending therapy. The patient reported they would notify peritoneal dialysis registered nurse. The device was operational, and a swap was not necessary. There was no report of medical intervention associated with this event. No additional information is available.